Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir compartment was broken and ring was loosened. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).